Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable pacemaker. Furthermore, there were differing longevity estimates given over the past few months. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable pacemaker. Furthermore, there were differing longevity estimates given over the past few months. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable pacemaker. Furthermore, there were differing longevity estimates given over the past few months. Data analysis was performed and confirmed that the power consumption is increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device. This device is expected to be returned to boston scientific for analysis.